Event description:
It was reported that the customer woke up on (B)(6) not feeling well. Customer's blood glucose level was 436 mg/dl even though she had not eaten. Customer changed her set the night before and noticed that insulin kept coming out during priming. Customer gave herself 10 units of insulin with the pump, but her blood glucose level kept rising. Customer's blood glucose level went up to 511 mg/dl, so she drove herself to the hospital. Customer was given another 10 units of insulin via IV and her blood glucose level went down to about 420 mg/dl. Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.